Manufacturer narrative:
(B) (4). The ge service rep replaced the ii power supply and adjusted the focus. The system is operating as intended.

Event description:
The customer reported that the system had a defective power supply and will not allow the ii to focus properly. No patient injury was reported.